Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 433 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer also stated that they experienced high blood glucose but they declined troubleshoot for high blood glucose. The customer treated with shot for high blood glucose. The insulin pump will be returned for analysis.